Manufacturer narrative:
Device was used for treatment, not diagnosis. This part is for a 3.5 mm distal humerus locking compression plate (lcp), unknown part # / lot #. (Other number) UDI # unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: gausden, e., et al. (2016). The triceps-sparing posterior approach to plating humeral shaft fractures results in a high rate of union and low incidence of complications, arch orthop trauma surg (2016) 136:1683¿1689. United states. The study objective was to report the outcomes of plating of humeral shaft fractures through a triceps-sparing posterior approach. A retrospective review was performed collecting information and radiographs from a consecutive series of humeral shaft fractures treated with plate fixation between 2005 and 2014 by a single surgeon. Humeral shaft fractures were classified as 12-a, 12-b, or 12-c according to the ao/ota classification scheme and treatment with open reduction and fixation with a 3.5 mm distal humerus locking compression plate (lcp) and unknown cortical screws. Sixty-six consecutive patients with a humeral shaft fracture underwent plating with a ¿¿hockey-stick¿¿ plate via a triceps-sparing posterior approach to the humerus with a mean clinical follow-up time of 8.0 months and a mean radiographic follow-up of 7.4 months. The mean age of the patients in this series was 44.1 (±21.6) years. There were 3 open fractures, and the remaining 63 fractures were closed injuries. Twenty-six of the patients were female, and there were 40 males. Eleven patients had concomitant injuries, while the remaining 55 patients had isolated humeral shaft fractures. Four patients were lost to follow-up. In 65 of the patients, a reconstruction plate was used as a reduction tool prior to placement of the hockey-stick plate. There were no intraoperative complications noted. Seventeen of 66 patients presented with a primary radial nerve palsy following injury, and 14 of the 17 of the preoperative radial nerve palsies fully resolved. Intraoperatively, the radial nerve was confirmed to be intact in all 17 of these cases, but contused and/or incarcerated in fracture fragments or hematoma. The mean time to radial nerve recovery for the patients who presented with palsies from their injury was 31 ± 25 weeks. Four of the 66 patients were lost to radiographic follow-up. In the remaining 62 patients with radiographic follow-up, the average radiographic time to union was 15.6 ± 11.1 weeks. In total, reoperation rate was 3 patients out of 62 patients with follow-up. There were no cases of malunion and no instances of implant failure. The following complications were reported: one patient presented delayed union post-operatively. One patient underwent subsequent implant removal for hardware irritation post-operatively. One patient underwent multiple debridements for infection and ultimately hardware removal after healing. This is report 1 of 1 for (B)(4). This report is for a 3.5 mm distal humerus locking compression plate (lcp), unknown part # / lot #.